Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch ultramini meter prompted a message of 'low". The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that the message appeared on the evening of (B)(6) 2011. The patient confirmed he had just come back from being outside (-25°c) when he attempted to test and obtained the message. Per the onetouch ultramini owner's booklet, this message appears if the subject meter is exposed to temperatures outside of its operating range (6-44°c). It is not known if the patient attempted to retest with the subject meter after the subject meter was back within its temperature range. The patient informed the csr that he manages his diabetes with insulin (self adjuster). It is not known if the patient made any changes to his usual diabetes management regimen at the time he obtained the message. However, the patient reported feeling dizzy, hot and developing "low sugar symptoms" at an unspecified time after the message appeared. It is not known if the patient received medical treatment in response to the symptoms. It is also not known if the patient was able to test with the subject meter successfully after obtaining the low temperature message. This complaint is being reported because the patient allegedly developed "low sugar symptoms" after the alleged message appeared.